Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose levels were 500's mg/dl and 199 mg/dl. The customer reported that they treated with manual injections. The customer had been using the insulin pump system within 48 hours of high blood glucose level. The customer also reported air bubble issues of approximate size of a soda. The customer was neither in the emergency room, nor admitted into hospital, not was emergency medical services dispatched. The customer did not allege the insulin pump for under delivery. The drive support cap appeared normal. The insulin pump also received off no power alarm without low battery alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected battery power loss anomaly during test noted. (B)(4).